Event description:
During a remote follow-up, far field p-wave oversensing was observed on the device. An x-ray was preformed and a capped lead was observed. It is suspected that contact with the lead may have caused the event. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.